Manufacturer narrative:
On 4/17/2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent at the valve junction. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. Since the second product received is a concomitant device, no further analysis is required. Since the lot number was not provided by the customer, the manufacturer record evaluation (mre) could not be reviewed. If lot number is later provided, the mre will be reviewed. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with an unspecified mentor saline breast prosthesis, experienced right side deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with two 700cc mentor memorygel breast implants on (B)(6) 2019.